Manufacturer narrative:
The monitor was returned and evaluated at the distributor. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The cause for the service code was isolated to a defective computer/analog pca. The root cause for the defective c/a board could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A monitor which was returned to the distributor for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor displayed a service code 204 (belt/monitor unusable). There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.